Manufacturer narrative:
Consumer reported experiencing a burning and stinging sensation while using the product. Consumer reported not using the lens case provided. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The was not available from the customer for evaluation.

Event description:
Consumer reported experiencing a burning and stinging sensation while using the product. Consumer reported not using the lens case provided. There was no report of a medical evaluation or medical treatment associated with the experience.